Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the gastrointestinal videoscope had been reprocessed in a reprocessor whose water filter was expired. The scope was then used for subsequent examinations. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is possible that there was a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the recognition of the subject facility. Olympus will continue to monitor field performance for this device.